Manufacturer narrative:
No evaluation possible. The implants will not be returned. The indications for use as stated in ins-101; the osseoscrew system (for use with the zodiac spinal fixation system and illico mis posterior fixation system) is intended to restore the integrity of the spinal column even in the absence of fusion for a limited time period in patients with advanced stage tumors involving the thoracic and lumbar spine in whom life expectancy is of insufficient duration to permit achievement of fusion. Warnings 5. Once the osseoscrew implant has been deployed, it may be difficult to un-deploy, re-position, or remove; therefore, it is important to confirm proper placement of the osseoscrew prior to deploying the expansion feature by use of fluoroscopy or other suitable imaging technique.

Event description:
While attempting to collapse and remove expanded osseoscrews, both screws fractured in situ. The surgeon attempted to use the removal tool but was unable to thread the tool into the distal tip of the screw to retrieve the implants. The osseoscrew spinal fixation was implanted on (B)(6) 2020